Event description:
It was reported that bd alaris smartsite gravity set was leaking the following information was received by the initial reporter with the following verbatim verbatim: we are getting complaints about the sub we are using 42511e especially lot (10)23109018. They are leaking . I actually have 1 to send back foe evaluation.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 42511e and lot# 23109018 was performed. The search showed that a total of 12,853 units in 1 lot number was built on 02oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.